Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# va0m08u, implanted: 2014-(B)(6), product type lead. Product ID 3389s-40, lot# va0m08u, implanted: 2014-(B)(6), product type lead, product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type extension, product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type extension. (B)(4).

Event description:
It was reported that when the patient put on their electronic medical alert device ¿for a while¿ the night prior to the report, the top of their head started to tingle. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient did not have any concerns with their device or therapy.